Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4). Failure (event) observed during analysis. The high voltage lead impedance measurements were out-of-range. The device was disassembled to hybrid level and was sent to the laboratory to have the encapsulation removed. After the decapulsation, the hybrid became damagged. The failure mode was lost and a a root cause could not be determined.

Event description:
This report is to advice of an event observed during analysis.